Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the pulse generator was explanted for prophylactic removal. Further information was requested however, was not provided.

Manufacturer narrative:
Additional information: a4, b5, h2, h6.

Event description:
New information noted that the device was explanted due to infection. The patient was stable during and after the procedure.